Event description:
A healthcare facility in (B) (6) reported via a fisher & paykel healthcare representative that during the application of CPAP therapy on a (B) (6) patient, the mr290hfv autofeed humidification chamber ('the chamber') developed a 2-3cm crack in the chamber dome. The equipment set-up included the rt224 (B) (6) continuous flow breathing circuit kit, a blender and a benevista valve. The latter 2 components were connected to a 120cm long silicone tubing with dimensions of 4mm. A quantity of 5 devices were affected. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Add'l lot #: 081103. Of the 5 devices reported to be affected, only 2 will be returned to fisher & paykel healthcare for investigation. The manufacture dates of these devices are accordingly 07/08/2008 and 11/03/2008. Two of the 5 affected chambers are currently en route to fisher & paykel healthcare for investigation. In order to further assist our analysis of the incident, we are in the process of formulating a request for additional information from the healthcare facility concerned. We will provide a follow-up report upon receipt of the complaint devices, additional information and following completion of our investigation. A lot check revealed no other complaints of this nature for the lot numbers provided.